Manufacturer narrative:
The rse reviewed the and evaluated the service logs. The rse found that the user was not completing the operational checks correctly. It was found that there was a failure to select an energy level of 170 joules at the appropriate point / time during the test/ check causing the device to conclude that the therapy switch may not be working correctly. It was confirmed that by completing operational check correctly the device passes the operational check. No further actions are needed at this time. Based on the information available and the testing conducted, the cause of the reported problem was the user performing the testing sequence at the incorrect time. The reported problem was confirmed.

Event description:
It was reported to philips that the device failed testing. There was no patient involvement.